Event description:
An incident occurred on (B)(6) involving the jamshidi bone marrow biopsy kit (carefusion) nyu number (B)(4). As the physician was extracting the t-handle needle, the handle detached from the needle, leaving the needle inside the patient. A patient safety incident report (psi) is being completed by the nursing staff. Only the needle portion without the t-handle or the remaining portion of the kit is available for evaluation. The lot number that the central distribution (central distribution) department has appears to have in stock is (B)(4); however, the customer is not sure if this was the lot number that was involved in the incident. No one was injured as a result of the needle failure. On (B)(6) 2013, end user ((B)(6)) provided the following additional information: there was nothing noted of the needle prior to use that would indicate a defect. The user is not a new user. The bone marrow was being taken from the iliac crest. The marrow was not harder or more rigid than the physician anticipated and no more force than usual was needed to remove the needle. It was also indicated that the bone marrow the physician intended to obtain was obtained.

Manufacturer narrative:
(B)(4). Upon completion of sample evaluation, a follow-up medwatch report will be submitted.